Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high capture threshold and a loss of capture were observed on the left ventricular (lv) lead. The physician suspected lv lead dislodgement. Diagnostic imaging was performed and confirmed lv lead dislodgement. The device was reprogrammed to a different lv lead pacing configuration to resolve the event. The patient was in stable condition.